Event description:
Issue description: original order (B)(4)/ provided incorrect part number for 16x1.75 size tire as description in book is incorrect. No injury alleged. She states the chair is a quickie chair. Unable to determine exact model due to the serial number not tracking. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).